Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data: correction made to the MFR number in the b5 for product line with sn (B)(6) as the original MFR number within the product line was a duplicate and could not be submitted to the FDA. MFR number updated from 2017865-2023-24893 to 2017865-2023-24897.

Event description:
Related manufacturing reference number: 2017865-2023-24892; related manufacturing reference number: 2017865-2023-24897; related manufacturing reference number: 2017865-2023-24894. It was reported that the patient presented in clinic due to an unspecified infection. It was noted that the entire implantable cardioverter defibrillator (ICD) system was explanted and replaced with a temporary system. The patient was stable throughout the procedure.

Event description:
Related manufacturing reference number: 2017865-2023-24892 related manufacturing reference number: 2017865-2023-24893 related manufacturing reference number: 2017865-2023-24894 it was reported that the patient presented in clinic due to an unspecified infection. It was noted that the entire implantable cardioverter defibrillator (ICD) system was explanted and replaced with a temporary system. The patient was stable throughout the procedure.